Event description:
It was reported that presenting electrogram (egm)s showed an atrial arrhythmia in progress. Atrial undersensing was seen during the atrial arrhythmia. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that presenting electrogram (egm)s showed an atrial arrhythmia in progress. Atrial undersensing was seen during the atrial arrhythmia. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.